Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-4 to treat lumbar canal stenosis. Sometime post-op the patient underwent a surgical procedure to extend the construct to l5 due to l4.5 hernia which was causing the patient pain. It was reported that the set screw stuck in the crosslink during tightening. The crosslink was removed and replaced. It was noticed that the set screw had cracked. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination of one of the set screws identified one segment of the set screw hex found to be cracked in two directions and bent outward, with a witness mark on the upper portion of the set screw. The above observations consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.